Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touch screen was cracked and unresponsive. Reportedly, customer sat on the pump to cause the screen to crack. There was no adverse impact to the customer's blood glucose level. Reportedly, customer contacted the healthcare provider for an alternate insulin therapy method.